Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: the sales representative confirmed during conversation with surgical tech who was present during the procedure that the stapling device did not cause or contribute to the patient death. The reported trauma procedure was for a gunshot wound to chest. The injuries sustained by this were severe damage to heart, spleen, bowel and other internal organs. The patient received 100 pts. Of blood in life saving efforts but expired. Additional information requested and received: what exact anatomical structure was device being fired on when issue occurred? Bowel. What color cartridge was used? White reload. Did the device cut and staple? If so, how far? Unknown. What troubleshooting steps were taken to open device? Account said they tried reverse and manual override. Were any unusual noises heard? Unknown.

Event description:
It was reported that during a trauma procedure the doctor was using a psee45a, fired once on the spleen and after the second or third firing, the stapler wouldn't open after firing. The doctor tried using the reverse button and the manual override and wasn't able to remove from tissue. The doctor clamped the bowel and removed the stapler from tissue. The doctor used suture to continue with the procedure. At the end of the procedure, the patient expired.